Event description:
It was reported that the patient underwent a tlif at l4-l5 and l5-s1 using a peek cage with autograft packed inside the cage, and rhbmp-2 and bone void filler were placed in front of the cage. Posterolateral fusion performed at l4-l5-s1 with rhbmp-2 placed bilaterally in the posterolateral gutters. Following the surgery the patient reportedly continued to experience right leg pain and weakness in the foot. An MRI, 58 months post-op reportedly showed posterolateral bony overgrowth on the patient's right side at both l4-l5 and l5-s1. It was reported that the patient has never recovered from the surgery and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.